Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Other relevant patient history/concomitant medications. Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Vaginal mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced vaginal exposure of the mesh and vaginal excision of the mesh was done. Additional information has been requested.